Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 failed. A field service engineer reported that multiple cubies in the main half-height drawers 5.1 and 5.2 had failed. The fse seated both roll board cables on the 5.1 and 5.2 drawer boards. The fse tested all drawers and slides to ensure they were functioning properly. The fse opened the top cover, checked the connections in the electronics drawer, and removed dust from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 5.1 and 5.2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.